Event description:
In process of stapling the renal artery, the endopath ets-flex45 articulating endoscopic linear cutter would not open after deploying staples and 2 attempts were needed to unlock the device and remove it from patient. Bleeding was noted after but quickly controlled with other operative supplies.